Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0133233. Medical device expiration date: 2021-02-28. Device manufacture date: 020-05-12. Medical device lot #: 0167176. Medical device expiration date: 2021-03-31. Device manufacture date: 2020-06-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube over filled. This occurred on 10 occasions with both lots, however, there was no reported patient impact. The following information was provided by the initial reporter: (3 of 4 complaints). It is reported that customer is experiencing over filling.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing] and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube over filled. This occurred on 10 occasions with both lots, however, there was no reported patient impact. The following information was provided by the initial reporter: (3 of 4 complaints) it is reported that customer is experiencing over filling.